Event description:
Attempted to resuscitate patient, duckbill valve would not open and bag remained inflated. Sales representative picking up bag today 01/2004. Elderely patient expired but was probably already compromised.